Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Device data was sent to rhythmcare for review. Rhythmcare discussed the device data is consistent with a lead integrity anomaly and provided further troubleshooting options. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).